Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic atypical removal of the pulmonary cavity of the lower pulmonary lobe, on tissue resection, the device did not fire. The first reload did not fire with the first handle but with the second handle. Tried two different reloads with the first handle but it did not fire. There was no patient injury.